Event description:
Customer called stating meter is reporting inaccurate results. The meter reported a high result so insulin was administered. The customer then became unresponsive and the paramedics were called. They received a low result and they were hospitalized. Customer asked to return meter for further evaluation, and a replacement was provided.